Event description:
A malfunction was reported on the customer's pump, but there were no preceding events that caused it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted with resetting, resolving the malfunction. The customer was informed to continue using the pump and advised to call back if the issue recurred, which the caller acknowledged and understood.